Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that after the bifurcated stent graft was deployed and while modeling the stent graft with a balloon the proximal portion of the graft slipped down 1cm - 1.5cm below the lowest renal artery. The physician elected to place a talent 36mm diameter cuff proximally without further complication. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Surgical intervention - (B) (4). Evaluation results: inaccurate stent graft delivery, due to the modeling of the stent graft with a balloon.